Event description:
It was reported that a user resumed pump therapy after a brief period using injections and experienced dexcom g7 pairing failure, despite entering the correct pairing code and applying a new sensor shortly before calling; guidance included attempting a magnet reset, observing a ¿replace or stop sensor¿ prompt, waiting for potential connection, and advising a follow-up step to toggle g7/g6 and re-enter the pairing code if needed. Symptoms included no glucose readings from the cgm. Outcomes included temporary loss of cgm data and delay in establishing sensor-pump communication. Investigation included remote troubleshooting, device menu review, and stepwise reconnection attempts. Investigation of this case revealed a cgm pairing malfunction with the g7 integration, with on-device prompts suggesting the sensor session required replacement or restart. It was concluded, based on previously established findings for similar reports, that the cause was a sensor pairing failure related to cgm connection workflow.